Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. The device was evaluated upon receipt. It was confirmed that the arctic sun device did not suck water in the middle of fill reservoir. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not suck water in the middle of fill reservoir.